Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an infusion set connector broke off during use of the ilet pump, with the remaining portion removed from the pump by the user and caregiver; the cartridge was intact on removal, the insulin chamber showed no debris or wetness, blood glucose was not affected, and the user proceeded with a supply change unassisted. Symptoms included no clinical effects. Outcomes included no functional impact and no need for medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed a cracked connector consistent with a component breakage, with no pump alarms and no evidence of insulin leakage or contamination. It was concluded, based on previously established findings for similar reports, that the cause was component mechanical damage of the connector.